Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes; nkb, mnh, kwp, kwq. Devices are not expected to return. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an initial surgery that occurred on (B)(6) 2017 for atenosis and discopathy between l5 and s1 requiring a decompression and discectomy with posterior and anterior arthrodesis using universal reduction system (urs), that malfunctions occurred with the screws and locking caps. Intraoperatively, after placing the 4 screws and locking 2 of them, the doctor had difficulty putting the locking caps on the remaining 2 screws. The four (4) locking caps became damaged and the heads of 2 screws broke during implantation so that locking the screws was difficult. The surgeon had to perform a very significant curvature on the rod to achieve the required lordosis and reported difficulty in contouring. This may have made it difficult to lock in the screws with the locking caps in place. It was further noted, due to the small space provided between the shaft and the end of the locking cap, the rod ejecting the locking caps which resulted in damage to 4 locking caps in a row. It is unknown if there was any surgical delay. Patient was revised on (B)(6) 2017 due to migration of the cage. This was reported in (B)(4). Concomitant devices: drill (part # qd11-4b, lot # h223095371, qty 1), drill bit (part # qd8-4d, lot # 6443085225, qty 1), reduction screw (part# 04.636.655, lot# unknown, qty 2), 6.0mm soft rod (part# 498.150, lot# unknown, qty 2), peek implant (part# 889.836s lot# aa3150, qty 1). This is report 6 of 6 for (B)(4).